Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer went to emergency room due to the issue and had a blood glucose level of 610 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg, but the treatment did not resolve the issue. The customer resolved the issue by using manual insulin injections until the bg was under control. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days.